Event description:
It was reported while drilling in the zygomatic bone, the drill broke. The doctor was able to remove the broken drill from the patient. There was a 2-3 hour delay in the surgery due to a x-ray exam.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. IFU states product is for single use only, per reporter, this drill was used in multiple surgeries prior to this one. IFU also states twist drill should not be revved prior to contact with the bone, per reporter this drill was revved prior to use. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.